Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the valve retracted when the inner cylinder is inserted through a water bath to prepare the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The hemostasis valve(gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. No blood return was observed. The device evaluation was completed on 05-nov-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal actions related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the valve retracted when the inner cylinder is inserted through a water bath to prepare the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The hemostasis valve(gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. No blood return was observed.